Manufacturer narrative:
Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 2nd related complaint for clogging on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 4 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that during injection the pen needle clogs. Date of event : (B)(6) 2021 = 1 pen needle. Date of event : unknown = 3 pen needles. Samples status : discarded.